Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not deploy. A new unit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. Visual inspection revealed that the delivery device was returned along with the seal and the tension spring assembly. The seal was hanging outside the delivery tube, but intact. The seal and the tension spring assembly were inside the body of the loader. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the received condition of the device, the reported complaint "seal would not deploy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).